Event description:
It was reported by the affiliate that during a lap cholecystectomy, the clips were ejected or fell out the jaws of the device. There was no pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.